Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. No motor error alarm noted and the motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. The customer's blood glucose was 177 mg/dl. Troubleshooting found the motor error alarm occurred during a basal delivery. Customer is advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. Customer also stated they not able to rewind the insulin pump. No additional information is provided.